Manufacturer narrative:
Correction: (all manufacturers information) evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. The handle was received with a fully depleted battery. Functional testing noted that the handle was inserted into a charger to charge but it did not initialize when it was removed from the charger. The handle's battery was replaced with a known working one but the handle wouldn't initialize. The handle was disassembled further and the sd card was removed to gather the logs. The handle logs were analyzed and noted that the last log that has firings in the field contains nine firings. None of those firings were partial firings. All of the other firings in the handle logs prior to the last firing event were complete firings. It was reported that the device detected an excessive load and the device initially fires, but failed to complete the firing cycle. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the battery data was analyzed and the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device(cid) was open. The most likely cause for the additional condition was traced to a component failure. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the tissue was extremely thick and showed an excessive load on the handle screen. The device was partially fired. The surgeon cut and sutured by hand on the thick tissue to resolve the issue.